Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the video and photographs for evaluation. Your report of slow needle retraction was confirmed and the cause appeared to be manufacturing related. Four photographs and one video were provided for investigation. The video showed the activation of a safety mechanism on a 22g insyte autoguard unit. The retraction time of the needle exceeded the specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When you push the safety button it slowly moves back the needle. The button you push should retract immediately and very fast as that is a normal safety for removing the needle quickly and efficiently in the safety mechanism. They tried some in each box to see if the same failure of the safety button happens in each. They needed to bang the needle bottom for it to even retract the way it should back and with this happening. Of course, this is extremely unsafe (if used on patients) with dirty needles not retracting as needed.